Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that at the exit of the microcatheter, the coil was detached from the sheath. The implant coil remains in the patient. The coil was implanted at the intended location. There was no surgical or medicinal intervention required. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. The continuous flush was not administered during the procedure. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.